Event description:
It was reported by a company representative that on (B)(6) 2011, the coag function on the footswitch was not functioning. Per the company representative, this event did not occur during a procedure or with a patient on the table.